Event description:
Per the clinic, the patient experienced slight edema near the suture line in the mastoid tip along with noise from the internal device. Re-programming attempts were made; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2025 and the patient was re-implanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report attached.